Event description:
Reference number (B)(4). Event occurred in spain. On 17-jul-2024, reported that patient faced infusion set tubing detachment and tubing came apart. Insertion site was lower back. Location of detachment was at site. Infusion set has been used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.